Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/06/2015.

Event description:
According to the reporter: the only information available by staff or in the reports is stiff handle broke the spike thaws. Patient is ok.

Manufacturer narrative:
(B)(4)